Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the platform displayed an alert "check patient alignment" after the start button was pressed and the lifeband moved down to analyze the patient's size and did not start the compressions. The crew immediately performed the manual CPR. No consequence to the patient.